Manufacturer narrative:
Product evaluation: the product was not returned for analysis. The lens remains implanted. The iol product history records were reviewed and documentation indicates the product met release criteria. The cartridge product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A doctor reported postoperative inflammation with tass-like symptoms following an intraocular lens (iol) implant procedure. Medication was applied frequently to the patient's eye. The patient is being monitored. Product sample is unavailable for return as it remains implanted. The surgeon stated that the iol is not considered to be related to this event due to a similar event occurring with the use of another manufacturer's lens.

Manufacturer narrative:
Product evaluation: the customer indicated the use of an approved cartridge. The handpiece indicated is qualified. A viscoelastic was indicated which is not qualified for the cartridge use. The product investigation could not identify a root cause. A voluntary recall of acrysof restor® and restor® toric iol models occurred on (B)(6) 2015, after an increased number of complaints of ocular inflammation post cataract surgery. Following the announcement of the recall, reports of post-surgical ocular inflammation for non recall lenses in (B)(6) were also received. It is not unusual to expect the number of complaints to increase following such an announcement as there is heightened awareness of the event. The increase in complaints observed for the non recall models is specific to the (B)(6) market. Based on the interpretation that this increase in the number of reports of post-surgical ocular inflammation for the non recall models is below the published rates (oshika t, et al. Incidence of endophthalmitis following cataract surgery in japan. Acta ophthalmol. (B)(4)), we will continue to closely monitor for any potential trends or signals.